Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation of the device it was discovered that this device (sn (B)(4)) did not contain original parts from manufacturing or servicing of the device. The installed mechanism sub assembly, I/o pcb, and processor pcb in device sn (B)(4) belong to device sn (B)(4). The ultrasonic sensor belongs to an unknown device. Review of the components in the device history review for serial number (sn) (B)(4) confirms the customer tampering. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was identified. There was no patient involvement.